Event description:
Prior to a pci procedure, the maverick2 monorail balloon became separated from the catherer outside of the pt. The maverick2 monorail balloon was sticking on the wire and the physician was unable to remove the catheter to wipe down the system. The physician held the balloon tip while the tech pulled from behind. The baloon separated. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "okay".